Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, the air embolism appears to have been the result of procedural conditions. A cause for the reported stroke (cerebrovascular accident) could not be determined. The reported seizures and unrelated death appear to have been cascading events of the stroke. The reported patient effects of air embolism, stroke, seizures, and unrelated death are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report during the mitraclip procedure, air bubbles were noted in the left atrium, two days later the patient experienced a stroke. It was reported that the mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with grade 4. Two clips were implanted reducing mr to 2. During the procedure it was noted that there were some air bubbles in the left atrium (la) and left atrial appendage (laa). The physician attributed the bubbles to the saline flush. Over the course of the case the bubbles that were visualized dissipated and were not considered to be an issue. The bubbles were not visible in the lines of the flush and were therefore not attributed to air in the device. During post echocardiogram, the bubbles were not present or of concern to the physician. There was no thrombus noted during the procedure or in the post echocardiogram. The post-operative echocardiogram looked good. However, two days post procedure, the patient experienced several seizures and died of a stroke. The physician noted the cause of death was not related to the products used during the procedure. No additional information was provided.